Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned product noted that the reload was partially fired. The jaws were open. The clamping mechanism was deformed. Staple pushers were partially flush with the cartridge. The distal sutures were intact. It was reported that the instrument did not work. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions. Application over tissue that was beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to allow for the reinforcement material total thickness of 0.3 mm on a reload, the tissue thickness ranges were as follows: for the purple reload: do not use on tissue that does not easily compress to 1.2 mm-1.95 mm. For the black reload: do not use on tissue that does not easily compress to 1.95 mm-2.7 mm. Use of this product in applications other than those indicated has the potential for serious complications, such as inadequate reinforcement strength, staple pullout, infection, abrasion, migration and erosion. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the reinforced reload had an unknown issue. Medtronic's initial evaluation of the incident found that the reload was partially fired.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.